Manufacturer narrative:
The complaint meter and test strips were returned for analysis. As a result of control solution test with returned meter and returned strips (5t), the returned meter displayed 147, 105, 147, 68mg/dl and lo(n: 114~154mg/dl). It has been confirmed that the returned meter displayed lo and two test results were out of standard range, 105 and 68mg/dl. To analyze the cause of low reading, another control solution test was performed with returned meter and normal test strips and the returned meter displayed lo, indicating it was a meter issue. As a result of disassembling a meter, the blood was flowed into connector.

Event description:
Customer called originally to request control solution. She tried using it without the control solution and she kept receiving different error message. She tried to get solution through the local pharmacy and was advised to contact customer service. Walked customer through a test and she received lo then er4. Customer has had the meter for two weeks. Verified that she's had the meter and strips about one week. Walked customer through a proper blood test and she allowed the strip to absorb the blood sample but she received lo again. Verified she stores the meter and strips in lower level room like living room or bedroom. She has not been monitoring her diabetes and does not know what her normal glucose reading typically range. Washes hands with soap and water and allow hands to dry thoroughly. She does not have trouble receiving a sample of blood. Customer is not receiving oxygen therapy. Customer does not have symptoms to match lo. Seals bottle cap tightly and immediately after removing a test strip.